Manufacturer narrative:
H6: ime/annex e e2403 was reported inadvertently. E2403 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-19 additional information was received from the rep. They reported the device explant was scheduled for (B)(6) 2025 and the ins would be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (B)(6) restore sensor experienced an over discharge of its battery, resulting in battery damage and the battery being dead. The patient, who had the device implanted for spinal issues, stopped using the stimulator due to its ineffectiveness and experienced changes in their spine. The patient planned to get a new battery. Pt inquired MRI eligibility if the ins was dead, agent reviewed MRI information. Pt learned that their ins battery was dead today. Pt noted their ins battery did not feel useful so they did not turn it on, pt noted their ins battery was dead all along and they did not realize it was dead. Pt noted the issues started back in (B)(6) 2022 so they the patient stopped using their stimulator. The pt had a lot of different issues at that time with their spine changing, the pt thought their spine was the problem and they had multiple things going on all going down hill. That was why they thought the ins was not effective so they stopped using it. Patient said they were going to get a new battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the device was not returned.